Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor alarmed ten alarms for low blood glucose and triggered the threshold suspend when his blood glucose was 248 mg/dl and sensor glucose was below 40 mg/dl. Customer calibrated the sensor and the sensor alarmed a calibration error alarm. After troubleshooting, customer was advised that the sensor will be replaced. Customer will not be returning the sensor for analysis.